Manufacturer narrative:
(B)(4). Additional information: clip jammed, malformed clip, scissored clip. The analysis results of the er320 device found that it was received with the jaws misaligned and with a malformed clip jammed in jaws fed sideways. In an attempt to replicate the reported incident, the jammed clip was removed and the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 17 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure there were misformed clips and jammed clips. No patient consequences reported. Procedure was completed with same like device. No further information is available.